Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, the surgeon fired the stapler and it stapled and cut over the tissue fine then pressed the bottom grey button and retracted knife blade with no problem. When the surgeon tried to open jaws by pressing grey button, the jaws would not move. They tried troubleshooting with pressing and holding both buttons at the same time but it didn't work either. They unattached the handle and reattached to try this and still would not open. Then the reporter instructed the surgeon to use the manual retraction tool and did this alleviated the problem. They opened another drive tray to complete the case. No patient injury noted. The devices are expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted that the reload was received on the adapter and in the clamped position. During calibration, the reload was unclamped and was able to be unloaded. An deformed anvil clamping mechanism was visible during functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.